Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:25:17. During night drain cycle one, the patient's ultrafiltration reading was 1206ml, indicating the home patient (hp) drained 1206ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was confirmed through the review of the event history logs. The cause was determined to be false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.